Manufacturer narrative:
The calcium gen.2 reagent lot number is 86954401, and the expiration date is 31-jul-2026. The homocysteine reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was low water in the cuvettes, and the sample probe was touching the rinse station. The fse regulated the water level in the cells, cleaned the vacuum tank, adjusted the sample probe and reagent probe, checked the pipetting level, and cleaned the wash station. The investigation was unable to determine a specific root cause, as many actions were taken. The customer has not reported any further issues since the engineer's service actions. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 and homocysteine results from the cobas 6000 c501 module. Sample 1's initial calcium result was 2.70 mmol/l, and the repeat result was 4.62 mmol/l. Sample 2's initial calcium result on (B)(6) 2025 was 2.34 mmol/l, and the repeat result was 4.23 mmol/l. Sample 3's initial calcium result on (B)(6) 2025 was 3.64 mmol/l, and the repeat result from another cobas was 4.99 mmol/l. The questionable results were not released outside of the laboratory and were repeated because they were unexpectedly low. The repeated and higher results are believed to be the correct results. On (B)(6) 2025, sample 4's initial calcium result was 4.94 mmol/l, and the repeat result was 3.60 mmol/l. On (B)(6) 2025, sample 5's initial calcium result was 3.65 mmol/l, and the repeat result was 4.96 mmol/l. On (B)(6) 2025, sample 6's initial calcium result was 3.17 mmol/l, and the repeat result was 4.91 mmol/l. On (B)(6) 2025, sample 7's initial homocysteine result was 618 mol/l, and the repeat result was 131 mol/l. The questionable results were not released outside of the laboratory.